Manufacturer narrative:
The patient's exact weight was not provided, however, it was reported that the patient is obese.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic midureteral sling system was used during a sling placement procedure on (B)(6), 2010. According to the complainant, the initial procedure was completed with this sling system without any patient complications and the patient's condition post procedure was "fine." On (B)(6), 2011, the patient presented with vaginal sling erosion. On (B)(6), 2011, the physician removed only the visible portion of the mesh and there were no patient complications during this excision. The patient did not have any relevant medications or preexisting medical conditions that may have contributed to this event. The physician does not plan to provide further medical intervention and it was reported that the patient is currently stable and continent.